Manufacturer narrative:
A partial lead with the distal tip measuring 40.5cm was returned for analysis. External insulation abrasion was noted at 7.3-7.4cm from the distal tip, consistent with lead friction to another device or patient anatomy. Internal insulation abrasion was noted at 7.2-8.0cm and 13.5-13.7cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that when the patient presented in the operating room for a device change-out due to normal eri, externalized conductors were seen via imaging. No electrical anomalies were detected. The lead was explanted and replaced. The patient was in good condition after the event.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.